Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the contrast not being able to be adjusted was not confirmed by baxter personnel during product evaluation. The condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The pump was returned unrepaired for the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility reported a colleague infusion pump with "contrast cannot be adjusted." This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.